Event description:
See MDR 3006425876-2014-00041 for the swg kinking issue with the same sample. It was reported that during insertion, the dilator cracked, kinking the swg. The dilator and swg were removed with difficulty. As a result, a new kit was opened and used to complete the procedure successfully. There was a delay in treatment but no harm was caused to the pt. No complications or death occurred to the pt. The event occurred in the resuscitation dept to a (B)(6) yr old pt.

Manufacturer narrative:
(B)(4).